Event description:
It was reported to covidien on (B)(6) 2011, that a customer had an issue with vnus tubing kit x 15. The customer states that the tube disconnects from the joint at the exit of the roller pump with the consequence of tumescent anesthesia leakage. The customer was priming the tube using the pump in order to fill the anesthesia liquid prior to surgery.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.